Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. An attempt to place the 3.00mm x 28mm promus element¿ plus stent was made but was unable to cross the lesion. It was noted upon removal of the device, the distal end of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found stent struts on the distal end of the crimped stent were distorted and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft and found the mid-shaft bond was kinked. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. An attempt to place the 3.00mm x 28mm promus element¿ plus stent was made but was unable to cross the lesion. It was noted upon removal of the device, the distal end of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.